Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, discoloration observed, however, it is unclear whether the discoloration affects only the cap or both the cap and the vial; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001557909 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. A quality notification has been sent to the supplier to raise awareness. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported by customer that they noticed the far left tub had a discoloration on it. Verbatim: rcc received a complaint via email. Email(s) attached. Upon opening the tray the customer noticed the far left tub had a discoloration on it. Describe patient / hcp / user impact - did not use the tube and opened another kit.

Event description:
It was reported by customer that they noticed the far left tub had a discoloration on it. Verbatim: rcc received a complaint via email. Email(s) attached. Upon opening the tray the customer noticed the far left tub had a discoloration on it. Describe patient / hcp / user impact - did not use the tube and opened another kit.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0407. Patient problem code: (B)(6).